Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-01850. It was reported that the patient was experiencing ineffective stimulation due to recurrent falls. As a result, surgical intervention occurred on (B)(6) 2021 wherein the lead was repositioned and ipg was explanted and replaced to address the issue.